Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/22/2013 and 12/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate high results. The reporter obtained blood glucose results of "14.5 mmol/l" with a lifescan meter and "6.5 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/24/2013 and 11/22/2013, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted when the meter was found to be misclassifying test strip readings. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.